Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (battery life) issue. Reportedly, there was a battery life issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 11/02/2017 with the following findings: the black box for the event date had been overwritten due to continuous use of the device. The current black box showed no evidence of a short battery life. No battery cap or cartridge cap returned, so all testing was performed with test caps. The pump powered on with a test battery cap. The battery cap was able to fully tighten. Current draws were within specifications. The pump case was removed and no evidence of moisture or loose components were observed inside. A battery life issue was not confirmed or duplicated. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.